Event description:
Pt underwent a femoro-popliteal in 2003. 10 days later, a perigraft fluid collection was observed. 2 days later site was punctured to evacuate liquid. Collected liquid was then cultured and found negative. It was reported that the pt is now doing well.